Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The separation was confirmed. The reported difficulty shaping the tip was not able to be confirmed due to the condition of the returned guide wire. The investigation determined that the reported difficulties appear to be due to operational context. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during shaping of guide wire tip for the emboshield nav 6 embolic protection device, before use, a fracture occurred and the core became exposed. The device was not used in the patient. There was no patient involvement. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.